Manufacturer narrative:
The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 299 mg/dl, while wearing the pod on the abdomen between 36 and 48 hours. Multiple corrections were administered using the pod but the bg levels did not decrease. No information was provided on how the hyperglycemia was treated.